Manufacturer narrative:
Contact office correction: (B)(4). The customer clarified that there was no patient involvement. Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the motor controller-to-data acquisition cable. The device is back in service.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. There was no patient involvement.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer, but the customer did not respond.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported there was no patient harm.